Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer reported adding/removing insulin to the cartridge after the load sequence. Technical support informed customer that insulin levels in the cartridge should not be changed after the load sequence per the user guide. Customer's blood glucose was 238 mg/dl.